Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken high voltage cable that was causing the intermittent image quality issues. The cable was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent image quality issues, where there was a reported shadow or 'ghost' type image.